Event description:
Info received that the right head caster was not setting in brake when brake is set. No injury reported.

Manufacturer narrative:
Tech found the right head caster was not setting in break. Replaced the caster to resolve this issue.